Event description:
The event is reported as: a clip was broken during a surgical procedure. No patient injury or intervention reported.

Manufacturer narrative:
The device was returned for evaluation. The results of the evaluation are not available at the time of this report.